Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the during clinic check, it was noted that the ventricular lead exhibited low impedance. The physician elected to monitor as the patient is not dependent and all other parameter values were stable. No additional information was available.